Manufacturer narrative:
(B)(4). Batch # h52w1w. The following information was requested, but unavailable: can you please clarify how the device was "defective"? Did the device lock out and could not be fired at all? Or was the trigger advanced with no staples deployed? Were there missing staples from the staple line? If the device deployed staples, what was the appearance of the staples (b-formation, irregular, legs straight)? Device evaluation: the analysis results showed that the tx30g device arrived with no apparent damaged with an xr30v cartridge loaded on the device and void of staples. Further analysis on the cartridge shows damaged on the cartridge deck, this damaged is consistent with pressure on the cartridge to loaded the reload on the device. It should be noted that when using a new reload, remove and discard the staple retaining cap from a new reload. The reload will only fit and operate properly in the linear stapler for which it has been designed. For more information please refer to the instructions for use. The device was tested for functionality with a test reload xr30b, and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the stapler was defective. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.